Event description:
Patient and wife called earlier this morning and reported cadd pump alarm "upstream occlusion". Patient checked all line and connections, no kinks or occlusion noted. Patient was advised to come in earlier than appointment time. Upon investigation, no line occlusion or kinks seen. Chest port with good blood return and flush easily. Medication cassette appears empty. Total volume infused display as 92.5cc. Reservoir left 10.5cc.